Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73a1400440 was confirmed with sample. During visual inspection the components looked well assembled, no stuck clip in jaws, applier was received with a piece of cardboard embedded in the jaws. Functional inspection: piece of cardboard was removed from the jaws, then applier was fired and one clip was released, however, clip did not load properly into the jaws; clip does not open. Applier was activated several times with this condition. Although from the sample received it was observed a piece of cardboards in jaws, root cause for this issue is considered unknown. A functional inspection was performed with the remaining clips and failure mode was duplicated. However, no corrective action will be taken , since during the manufacturing of the device, the facility performed a 100% functional testing as part of final inspection and release. Documentation shows that this process was followed; therefore, no corrective actions are required at this time. We will continue to monitor trending of similar complaints.

Event description:
Alleged event: the surgeon reported that the device was misfiring and the clip was not loading properly. The patient's condition was reported as fine.

Event description:
Alleged event: the surgeon reported that the device was misfiring and the clip was not loading properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1500440 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.